Event description:
A peritoneal dialysis patient's daughter called fresenius technical support stating she had call the paramedics and the patient was rushed to the hospital because patient felt too weak, could not get up or communicate. The contact said the patient was connected to the cycler at the time of the incident, in fact she called technical support because she did not know how to disconnect the patient. The patient is currently at the hospital, diagnosed with pneumonia and peritonitis. She said the patient is in recovery and anticipates discharge in a few days. She said there was no problem with the cycler at the time of the call, no apparent malfunction, she just needed help disconnecting the patient from the cycler.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported sysmptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmocovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis.